Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt reported that the event date was feb 2024. Patient didn't talk to a physician, they worked with a customer service person they were not turning the simulation on-y that was the problem. Since turning it off to charge, problem solved. The issue was resolved.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they had to recharge their implanted neurostimulator every 3 days and their implanted neurostimulator battery wouldn't increase past 90% since a few months ago and they had to charge for 3-4 hours. Agent reviewed ins battery depletion was dependent on ins settings and usage. Patient confirmed they didn't see any error messages. Patient service specialist helped the patient inspect the recharger antenna cord, recharger plug, and controller port, but no visible damage was detected. Patient service specialist had the patient clean the recharger cord pins and the controller port. Patient initiated a charge session to their implanted device and was recharging with excellent quality. Patient noted their controller battery was at 100% and their implant was at 70%. Agent confirmed the pt recharged the ins battery with their stimulation turned on and agent suggested pt recharge the ins battery with stimulation turned off. The troubleshooting steps that were taken on the call resolved the issue. Reviewed role of rep and provided pt with the nas number for their hcp office for a scheduled reprogramming.